Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 5/22/2025: this was discovered while in the patient during an aclr procedure. All broken fragments were successfully removed. The case was not delayed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/30/2025, it was reported by an arthrex subsidiary employee via email that an ar-1588rt-2j tightrope ii rt broke during graft passing. The case was completed using another ar-1588rt-2j tightrope ii rt. This was discovered during a procedure on (B)(6) 2025. Additional information was requested on 5/21/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.